Event description:
It was reported that prior to starting a da vinci assisted procedure, the access port clamp broke while docking and insufflation was lost. There was no report of patient harm due to this event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the access port involved with the complaint to perform failure analysis. A return material authorization (RMA) was not issued to have the access port be returned as the customer indicated that it was needed.